Event description:
(B)(4). I can't change the date but I had essure put in (B)(6) 2013. I was still bleeding after having it put in. I bled for 9 months. In (B)(6) 2013 I noticed I lost a lot of hair from pretty much all over my body. I have rashes that show up on my back and on my left hand. I was diagnosed in (B)(6) of this year with osteoporosis of the spine. I suffer horrible panic attacks and have lots of weight loss. I have horrible migraine headaches and nausea as well. I'm dizzy all the time. I also have arthritis in my hands. I suffer pain on my left side all the time. Feeling of pinching and pulling. I was just at the ER and had a CT scan done and they told me I have cysts on my ovaries. I have chronic lower back pain.